Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tubing on the left side appeared to have a hole. The issue was first observed in mid december. Patient was taken to surgery at that point and thought the issue was a faulty connector set. He continued to lose fluid over the next 2 months.